Event description:
It was reported that this pacemaker exhibited high out of range (oor) right ventricular pace impedance measurements greater than 2000 ohms resulting in a safety switch from bipolar to unipolar. Additionally, it was noted that myopotential oversensing occurred previously resulting in a non-sustained event, however no asystole occurred. Technical services (ts) recommended switching back to bipolar and increasing the oor upper limit to 2500 or 3000 ohms. This device remains in service. No adverse patient effects were reported.